Event description:
Caller states customer was unable to obtain a result due to an error on the aviva system. Customer had been unable to obtain a result for over a week, and had been briefly out of insulin. The day customer attempted to use the device he administered novolin 70/30. Caller states customer had a seizure and was taken to the hospital where a lab value returned as 700 mg/dl. Customer was treated with an insulin drip and admitted to the intensive care unit (ICU) for two days. Customer's condition has improved. Requested return of suspect device and replacement was sent.

Event description:
Reportedly, the pt died during surgery but the cause does not seem to be related to the implanted ICD system. The ICD and short lead connector components were returned for analysis for confirmation of appropriate function. Refer also to MDR: 9610579-2010-00615.